Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation valve came off from the foley catheter during pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that they confirmed that the valve was disconnected. They cut the inlet tube and discarded the bag.

Event description:
It was reported that the inflation valve came off from the foley catheter during pretest. As per information mentioned in the internal bd comments on 22nov2023, stated that they confirmed that the valve was disconnected. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.